Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had 3 instances with patients needed to change the foley catheter out because they have stopped draining to the bag. For first patient, customer noticed that there was very little urine output in foley catheter bag, so scanned bladder which showed more than 800 ml of urine in the bladder. Customer flushed to catheter first to see if there was something preventing drainage to the bag and were able to get back the volume they put into the bladder but no additional output from her bladder. The patient ultimately ended up pulling out her catheter due to the discomfort, they placed a new catheter which seems to be working at this time. For second patient, customer had an issue last week where foley catheter appeared to stop draining, they attempted to troubleshoot it while it ended up replacing the catheter and had no additional issues with that catheter at this time. For third patient, customer was unsure of the issue with foley catheter as patient had no output so they changed it out. As patient was at end of life so might had just truly had no output.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be due to user related (example: salt accumulation)/block drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer had 3 instances with patients needed to change the foley catheter out because they have stopped draining to the bag. For first patient, customer noticed that there was very little urine output in foley catheter bag, so scanned bladder which showed more than 800 ml of urine in the bladder. Customer flushed to catheter first to see if there was something preventing drainage to the bag and were able to get back the volume, they put into the bladder but no additional output from her bladder. The patient ultimately ended up pulling out her catheter due to the discomfort, they placed a new catheter which seems to be working at this time. For second patient, customer had an issue last week where foley catheter appeared to stop draining, they attempted to troubleshoot it while it ended up replacing the catheter and had no additional issues with that catheter at this time. For third patient, customer was unsure of the issue with foley catheter as patient had no output, so they changed it out. As patient was at end of life so might had just truly had no output.